Event description:
Indication: selective deficiency of immunoglobulin g [igg] subclasses, and nonfamilial hypogammaglobulinemia---pt's 35gm/350ml gamunex-c 10% infusion dose is made up of 3-10gm/100ml vials and 1-5gm/50ml vial---per pt's nurse, last night while infusing the pt, the pump died just as the infusion was ending after alarming for air in the line. Pt's nurse reported they changed the batteries but when they turned the pump back on, it did the usual 3 beeps and turned on but then quickly changed to "system timeout". Pt's nurse advises they tried to turn the pump on and off a few more times but they received the same error message multiple times before another error came up stating "error code 20:0 empty lithium battery- call provider". Pt's nurse reported that the pump continued to alert "system timeout" even after trying different batteries. Nursing requested a new pump. Pt was able to receive their full dose. It is unknown if the pt experienced any adverse events due to the defective device. The device serial number is unknown. The pump is available for return upon the pt receiving return shipping materials. No additional details, dates, or information provided.